Manufacturer narrative:
It was reported that the tidal volume was too low. Per good faith effort (gfe) response received 05sep2025, there was no patient involvement at the time the issue was discovered. Also, per the gfe response received, the customer declined service and repair. No further action provided. The customer declined service and repair. No further action provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume was too low. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the tidal volume was too low. This investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).